Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. Reference medwatch report with pt identifier (B) (4) for the suspect device used in system 2. Reference medwatch report with pt identifier (B) (4) for the suspect device used in system 3.

Event description:
Reporter alleged the pt received results of 351 mg/dl and 117 mg/dl on inform system 1 compared back to back with results of 74 mg/dl and 65 mg/dl on inform system 2 and also a result of 65 mg/dl on inform system 3 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.